Event description:
In 2008 at 12:21 pm, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra meter giving "three dashes" on the display. The pt had just bought the meter purchased the meter on the same day. When the pt initially tried to use the meter, the "three dashes" appeared indicating there were no readings in the meter's memory. After the reported issue started, the pt developed symptoms described as "sweating a lot and dizzy head." The pt was not tested on other meters and did not take any action in regards to diabetes treatment. The patient did not require medical intervention. It would have been useful to obtain the following information: testing frequency, diabetes medication regimen, time and date of your symptoms, food intake, and recent changes to diabetes medication regimen. During troubleshooting, the customer care advocate verified that the "three dashes" were indicative that there were no readings in the meter's memory and the issue was resolved with training. This complaint is being reported because the patient alleged she developed symptoms that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.